Event description:
It was reported the device was used during a colectomy procedure. It was reported by the affiliate that the surgeon inserted the retaining pin on the tl60. He was about to start turning the approximating knob, when the staples fell out of the staple cartridge. The staples were not formed. The surgeon retrieved all the staples from the wound. There was no pt consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the instrument was received with the trigger in the locked (fired) position. It appears possible that an inadvertent movement of the firing trigger may have contributed to the reported incident. It should be noted that as stated in the packaging insert, do not release the safety until the instrument is ready to be fired. The instrument was fired with a reload cartridge. It fired and formed all the staples as designed with no difficulties noted with the staples dropping from the instrument. Mfg and engineering have had notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.